Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the balloon of one resolute onyx coronary drug eluting stent had difficulty expanding during balloon inflation in a coronary artery. When the stent was placed, the stent balloon was inflated, but it was difficult to inflate the balloon. The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The lesion was pre-dilated. The device did not pass through a previously placed stent. Resistance/discomfort was not noted while delivering the device. Excessive force was not applied. There were no issues with the stent placement, and the stent was post-dilated with a non-compliant balloon. No patient injury reported.

Manufacturer narrative:
Additional information: it was possible to use the same inflation device without any problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The balloon showed evidence of inflation. There was no evidence of necking on the proximal balloon bond/distal inflation lumen. The balloon passed negative prep. The balloon was inflated to a nominal of 12 atm and maintained pressure. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.